Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-00028. It was reported that 200 days following a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure treated the 75% stenosed, 3.0x20mm mid lad (left anterior descending). Treatment consisted of predilation using a 2.0x15mm balloon, placement of two overlapping taxus express2 drug eluting stents (3.0x24mm and 3.0x20mm), and post dilation. The patient was discharged 24 days post index procedure. The prolonged hospitalization was reportedly due to the patient's chf (congestive heart failure). The patient presented 200 days post index procedure with a "cardiac muscle disorder". The patient was given oxygen and her heart rhythm was monitored. The physician reported the patient experienced a sudden onset of hypertension, restlessness, loss of consciousness, and kidney failure. Resuscitation was attempted and catecholamine was administered. The patient's family elected not to pursue life-sustaining treatment and the patient expired. The physician assessed the event as possibly related to the taxus stents.